Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, (B)(4), 510k# k113174 is approved for sale. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that patient was pre-operatively diagnosed with superior adjacent segment disease and underwent posterior lumbar fusion at l4-5. During surgery, as the set screw of the left pedicle screw on s1 was inserted obliquely, the thread of the set screw broke. It was replaced with a new set screw. When replacing the set screw, cross threading occurred. Although the set screw was replaced with a new one, it could not be threaded as the same because of idle, so it was finished directly.

Manufacturer narrative:
Product analysis: macroscopic and visual examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.